Manufacturer narrative:
The evaluation for this complaint was performed on 2/9/2016. Based on the investigation findings the complaint is confirmed. The most likely root cause of this complaint is due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
The customer reported that during the coiling treatment of a renal avm, resistance was encountered during coil positioning. The coil was reported to prematurely detached from the delivery pusher within the catheter. The coil and catheter were withdrawn together successfully. Another device was used successfully. No harm or injury occured as a result of this incident.